Event description:
Safety seal would blow out and come apart on drill start-up. Fuzz came out through the holes and into the wound site during use on first start-up. Intervention with irrigation and antibiotics was performed. The pt was irrigated with antibiotic. Event was roughly 6 months ago, and has not occurred recently.